Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A low reading issue was reported with the use of the adc freestyle libre sensor. The customer reported receiving ¿lo¿ (readings less than 40 mg/dl) message on the adc freestyle libre sensor when compared to a capillary result. The customer experienced symptoms described as ¿fatigue and dizziness¿, and the customer re-sugared with ¿clementine, orange juice, milk, bread with jelly, and 4 pieces of sugar¿. At 8:15 pm on (B)(6) 2020, the customer re-scanned and received a sensor scan of 40 mg/dl compared to a paramedic capillary meter result of 220 mg/dl. The customer was taken to the ER where a capillary result of 181 mg/dl was obtained, compared to the sensor scan of 41 mg/dl. The customer was treated with saline infusion and an unspecified injection treatment. The customer was diagnosed with hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A follow-up report will be submitted if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the use of the adc freestyle libre sensor. The customer reported receiving ¿lo¿ (readings less than 40 mg/dl) message on the adc freestyle libre sensor when compared to a capillary result. The customer experienced symptoms described as ¿fatigue and dizziness¿, and the customer re-sugared with ¿clementine, orange juice, milk, bread with jelly, and 4 pieces of sugar¿. At 8:15 pm on (B)(6) 2020, the customer re-scanned and received a sensor scan of 40 mg/dl compared to a paramedic capillary meter result of 220 mg/dl. The customer was taken to the ER where a capillary result of 181 mg/dl was obtained, compared to the sensor scan of 41 mg/dl. The customer was treated with saline infusion and an unspecified injection treatment. The customer was diagnosed with hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.